Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had beep buuh sound. The customer¿s blood glucose level was unknown. Customer does not know, she did not press any button in accident. The insulin pump will be not returned for analysis.